Manufacturer narrative:
The complainant facility returned one f180nre dialyzer for evaluation from the reported lot number. The dialyzer was returned without the prepackaging pouch. The dialyzer was returned with corporate provided adapter caps and blood port caps. The fibers were wet with evidence of blood exposure: the fiber bundle was returned wet with evidence of blood exposure. Coagulated blood was noted between the cavity ID end screw flange and potting cut surface. Coagulated blood was also noted within the cavity ID end bell housing. The fiber bundle was streaked with blood residue; coagulated blood residue was noted between the bell housing and the knit line between dialysate ports. Gross visual examination of the sample noted a polyurethane delamination on the cavity ID end of the dialyzer. The reported complaint is confirmed as the returned sample exhibited a delamination on the polyurethane (pu) potting compound at the cavity ID end of the returned dialyzer, which would result in the reported leak. The delamination manifested as a separation of the polyurethane (potting material) from the dialyzer housing (wall) at approximately 100 degrees to 260 degrees. The delamination in the polyurethane potting extended under the silicone o-ring. An investigation of the device manufacturing records was also conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A hemodialysis user facility that during treatment a blood leak occurred. The leak was reported to be an internal leak. The blood leak was visually observed. No damage was identified on the dialyzer. The machine did alarm. Estimated blood loss was 150ml. The patient had no adverse effects and no medical intervention was required. The patient completed treatment with a new set-up on the same machine. The sample was available for manufacturer evaluation and was returned by the user facility.